Manufacturer narrative:
(B)(4): a time keeping accuracy test was performed on the pump and the pump was found to be accurately keeping time. The pump battery was removed for one hour and the pump was found to maintain the correct time when rebooted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported the pump's date was running fast and was incorrectly one week in the future. There was no adverse event associated with this issue.